Event description:
The device (thumper) was set up for use on a patient in cardiac arrest to provide CPR support. It was reported that the device would not perform compressions or ventilations. The device was removed and manual CPR continued. The patient was not revived.